Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device was showing as offline. A technical support specialist verified that the issue has been resolved by the customer. The system functioned as intended.

Event description:
It was reported by the customer that pyxis medstation es system was not communicating. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.